Event description:
A 65-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was notified that the patient had developed an allergic reaction to the transducer array material. The patient reportedly experienced widespread rash and swelling upon wearing the arrays. Treatment with oral steroids was noted to alleviate the symptoms. On (B)(6) 2025, it was reported that the patient had discontinued optune gio therapy due to the allergic reaction. According to the email received from the prescribing physician on (B)(6) 2025, the patient required outpatient treatment and was on steroids at that time. In the physician's opinion the event was related to optune gio therapy and caused by the transducer array placement. It was noted that the patient discontinued optune gio therapy.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions.